Event description:
It was reported that a physician was having problems with her handheld used to program vns, and a replacement was requested. Further clarification from the physician revealed that the handheld computer's screen was freezing upon interrogation. Good faith attempts to obtain the product for analysis have been unsuccessful to date.